Event description:
A discrepant result when compared to a lab. The reported device result was >8.0 inr. The corresponding lab result reported was 5.2 inr. The pt's coumadin was helf for two days. A nurse noted in the pt's file that he took 5mg of coumadin instead of 1mg. The device was replaced and requested to be returned for evaluation.